Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Power cord wires were partially exposed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be duplicated. Record of the alarm was recorded in the alarm log. Also an error code was found in the ventilator's downloaded error log. The device's main board needs to be replaced to resolve the issue. Confirmation of the ac power adaptor being torn and the red and white cords were exposed. There were no exposed conducting wires or danger to the usage. The ac power adaptor needs to be replaced to address the issue. The remaining lease term is about 5 months so the unit will be returned to the sales office without being repaired. The unit will be scrapped after being returned.